Event description:
A male underwent initial aaa repair in 2006. One main body and two iliac leg grafts were placed. Over time, the contralateral limb separated from the main body so in 2008, the physician placed another manufacturer's stent as a bridge to successfully repair the endoleak. Patient is fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted but two cd's of images were received to assist in this investigation. An internal clinical review indicated the event was caused by anatomic changes over time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.